Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional via study reported that after an glaucoma filtration device implantation procedure, the patient experienced severe hypotension two days after surgery, resulting in an intraocular pressure (iop) of 0 mmhg. There was a large bleb without seidel and choroidal detachment with decreased visual acuity. Five days after the surgery, a valve examination was performed in the operating room: an abundant amount of epicoroid, sero-bloody fluid was drained, the valvulated sclerotomy was left open, and a chamber was left with air and viscoelastic. The iop was restored, and after 18 days, the iop returned to normal. There was no choroidal detachment, but visual acuity had decreased with respect to preoperative values.

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of persistent hypotony, choroidal detachment, and blurry vision; therefore, the condition of the product could not be verified.no lot number was identified with this complaint; therefore, a device history record review could not be conducted.a sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).